Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n239560, implanted: (B)(6) 2010, product type: accessory. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient died, the cause of death was not known. It was noted that the it was not related to device or therapy, nor was it related to implant procedure. The device was used to infuse fentanyl and bupivacaine. Alert date was (B)(6) 2013. The device was read on (B)(6) 2013.